Event description:
It was reported that during an implant procedure high impedances were sent on the lead. The physician had substituted a quadripolar lead for an octad lead to improve stimulation coverage. He tried disconnecting and reconnecting the lead without resolution of the high impedances. A new lead was then implanted and effective stimulation was obtained. No patient injuries were reported.

Manufacturer narrative:
(B)(4).